Event description:
A cryoablation procedure was performed in the united kingdom using the arctic front catheter. A phrenic nerve palsy occurred 60 seconds into one of the first treatments of the rspv, and the cryoablation was stopped. Additional ablations were done to the left sided veins. The nerve function had not recovered after 30 minutes and the procedure was stopped.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the united states. The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.